Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. The imaging provided shows the screw backing out of the plate. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a resonate screw is backing out of the plate post-operatively.